Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure perforation occurred. Pressure decrease was noted. Perforation and pericardial effusion was confirmed by echogram. The lead was explanted and procedure postponed.